Event description:
The tilt latch that holds the tube arm in the upright position broke and the tube tilted forward bumping pt slightly in the center of her forehead. Pt reported no after affects from the bumping and did not complain of injury.